Event description:
Reporter indicated that the patient experienced severe constipation. The physician believes that the issue was possibly related to stimulation, and thus changed the patient's device settings. The constipation has since resolved.